Event description:
Caller reported a malfunction on the pump, specified as malf 0. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump, which resolved the issue, and was advised to call back if the malfunction code recurs. Customer may continue to use the pump. Customer acknowledged the instructions and continued using the pump.